Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that hour glass/no readings/sensor error occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient was doing yard work. They stated during this time they were not receiving alerts or alarms due to an error message that said to wait 3 hours. When readings came back, the cgm was displaying low and the patient only remembers fainting. The patient's neighbor saw and called 911. When paramedics arrived, they checked the bg and it was 23 mg/dl. They treated the patient with glucose and transported her to the hospital. At the emergency room, the patient was treated with IV glucose drip and had a sandwich and juice. After 6 hours, the patient was released. At the time of the report, the patient was doing okay. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.